Event description:
A report was received that the patient was experiencing tenderness, a burning sensation, and a discoloration at her ipg pocket site. The physician advised the patient to use lidoderm patches. The patient is reportedly doing well and is no longer having any discomfort or feeling any burning sensations.

Manufacturer narrative:
This is the final report.